Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device could potentially be in the incorrect mode and recall was initiated to ensure all devices were tested. It was further reported that at this time, there are no alleged issues with the device. However, during evaluation the device was found to be in emc mode. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: this event is determined to be expected however a potential manufacturing related issue was identified; therefore, the device history records (DHR) were reviewed. The DHR review met all release criteria however the system was not reset to normal mode after system tests identified during DHR review. Investigation summary: the bd recanalization system was received for evaluation. The bd recanalization system was visually inspected upon receipt and was found to be in good overall condition. There were no visual defects observed. The device was functionally tested and failed the test as the unit was observed to be in emc mode identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the identified unit was in incorrect emc mode. The root cause for identified unit was in incorrect emc mode was determined to be manufacturing related. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. H10: g3, h6 (component, method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device could potentially be in the incorrect mode and recall was initiated to ensure all devices were tested. It was further reported that at this time, there are no alleged issues with the device. However, during evaluation the device was found to be in emc mode. There was no patient contact.